Event description:
The service report shows that while performing routine service on the device, the nellcor puritan bennett customer support engineer discovered that the audio alarm did not activate during a loss of power condition. The customer support engineer inspected the device and replaced the motherboard pcba. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.